Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a onyx drug eluting stent to treat a lesion. Excessive force was used in the delivery. The physician noted that the stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed by snaring from the coronary but remained in the leg. The physician noted that the stent failed to cross the lesion. The patient is reported as alive, no injury.